Event description:
It was reported that (2) tct75 were used during a colostomy procedure. It was reported by the rep that both cutters locked out during firing. A second tct75 was used to complete the case. There was no consequence to pt.